Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a thoracic lumbar interbody fusion procedure, the surgeon had issues with the t pal inserter kit. The report indicated when using the thread down knob the instrument would not release from the inserter, it was reported the threads were very tight. This event added an additional 15 minutes to the surgical procedure. The surgery was completed successfully with no reported harm to the patient. The devices are part of a kit. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the applicator knobs were returned in good condition. There was minor discoloration on the bottom of the inside surface. There were also a few scratches on the bottom of the outside surface consistent with normal use. Two transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shafts, (part# 03.812.003, lot# 8513932, 8513932) were returned with two applicator knobs (part# 03.812.004, lot# 8598524, 8598524), and two applicator handles (part# 03.812.001, lot# 8543221, 8543221) for complaint category sticks/jams/stuck. The t-pal implant applicator is used to insert spacer implants in the transforaminal posterior atraumatic lumbar spacer system (t-pal). Product drawings were reviewed during the investigation. The inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To pick up the spacer, the shaft is aligned with the spacer and the knob on the handle is turned clockwise. As the knob is turned clockwise, the shaft advances into the handle while the clamp of the inner shaft is pinched around the implant. To release the spacer, the security ring is held in the depressed position while the knob is turned counterclockwise, causing the clamp to extend and release the implant. The surgeon reportedly struggled to turn the knob counterclockwise to release the implant because the threads were too tight. The returned instruments however did not exhibit any excessive binding or tightness when turned clockwise or counterclockwise. All combinations of subcomponents were assembled and tested and the instrument was able to function without any difficulty. The complaint may have been a result of the security ring not being held in the depressed position which would prevent the knob from turning counterclockwise to release the implant. Review of the product drawings found the design adequate for the intended use of the instrument. The returned instruments did not function as described in the complaint description and so this complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.